Event description:
Boston scientific received information that this right ventricular lead displayed no capture or sensing along with a pace impedance increase from 400 to 1300 ohms. It was determined the lead had dislodged due to twiddler's syndrome resulting in the observations. A procedure was performed to explant and replace the lead. No adverse pt effects other than the additional procedure were reported.